Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was 6.9 mmol/l at the time of the incident. It was reported that the ring on top of the reservoir compartment had detached. It was reported that the insulin pump was not involved in a vehicular accident and that the insulin pump was neither dropped nor bumped. It was reported that the customer was advised to disconnect and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, peeling keypad overlay and minor scratched lcd window.